Event description:
A customer reported that following a ccu procedure, an ultrasound system emitted a burning smell and smoke was observed in the room. The system in question shut down, and service found that two electrical boards had burned. There was no report of injury to the patient as a result of the event.